Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the tap was getting dull. The threads were not as sharp. It was reported that the tap was able to be verified and used. There was no patient present when this issue was identified.